Event description:
Reporter stated patient tested 6.7 inr on the coaguchek xs system while a comparison lab returned as 4.3 inr. It was reported that the patient was double dosed on the warfarin dose prior to these results as the group home did not know what the patient was supposed to be taking. Patient has since returned to taking her normal warfarin dose of 5 mg. No adverse event reported. Requested return of suspect system, however, the suspect strips are no longer available to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.